Event description:
The customer reported the image was distorted and the location of the needle was unable to be seen. The issue occurred during set up / inspection for use (before patient in room) involving an olympus an ultrasonic bronchofibervideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.